Event description:
Reporter stated that user from facility reported that unit was overfilling. He did not have one specific incident to report, but stated that, for example, if a 500 ml bottle of fluid was hanging on station 1 (the facility routinely uses this station for lipid emulsion) and the program called for 500ml to be pumped, the unit would go into a no flow alarm, the volume delivered display would read 460 ml and the source bottle would be empty. The facility compensated for this by changing the specific gravity from 0.97 to 0.93, but the user was not comfortable doing this. The user was advised not to use the unit which was swapped out.